Event description:
It was reported that during the implant attempt, the lead could not be inserted in the the sheath. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead could not be inserted into the sheath during the attempt implant because the helix was bent. If information is provided in the future, a supplemental report will be issued.